Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab had become kinked. The iab was removed from the patient, and replaced with a new iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name (B)(6) additional initial reporter name & email address (B)(6) . The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a